Event description:
It was reported that, during robotic laparoscopic right partial hepatectomy and cholecystectomy procedure, a bipolar fenestrated grasper (bfg) broke while being used. This breakage did not occur during contact with tissue or vessels but simply during routine handling. The broken piece did not fell into the cavity of the patient. The broken instrument was safely withdrawn from the patient using the standard broken instrument withdrawal technique, and it was replaced with a new bfg. There was no patient injury. Pli-20: it was reported that, during robotic laparoscopic right partial hepatectomy and cholecystectomy procedure, a bipolar fenestrated grasper (bfg) broke while being used. The broken instrument was safely removed using the standard broken instrument withdrawal technique and was then replaced with a bipolar maryland forceps. The broken piece did not fell into the cavity of the patient. There was no significant delay in the overall procedure beyond the brief time needed for instrument exchange. The surgeon was able to complete the procedure successfully with the substituted instrument, and no notable procedural time was lost. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported bipolar fenestrated grasper, the associated device logs and a provided image. One image was received for evaluation. The image depicted a bipolar fenestrated grasper with a broken energy cable. Evaluation of the logs indicated that the bipolar fenestrated grasper was connected during the procedure, but there was no indication of any errors occurring while it was attached. Visual inspection of the returned bipolar fenestrated grasper noted no corrosion on the electrical contacts. The jaws were not properly aligned. Upon microscopic inspection of the drive cables, no damage was noted. Part of the white plastic pulley was disengaged and not returned. The energy cable was disengaged. The puck and drive cable were both displaced on the side of the disengaged piece. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. Electrical testing was performed and the bipolar fenestrated grasper was read with no observed failures. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during robotic laparoscopic right partial hepatectomy and cholecystectomy procedure, a bipolar fenestrated grasper (bfg) broke while being used. This breakage did not occur during contact with tissue or vessels but simply during routine handling. The broken piece did not fell into the cavity of the patient. The broken instrument was safely withdrawn from the patient using the standard broken instrument withdrawal technique, and it was replaced with a new bfg. There was no patient injury.